Manufacturer narrative:
The device was received for evaluation. During functional testing, the grey screen was identified. The use of good known display confirmed the display was defective. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a defective display. The display would be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a grey screen. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.